Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the emv met slight resistance at the end of injection and came out slightly rotated. When the surgeon checked the lens, a tear was observed at the optic edge. The lens was explanted and exchanged during the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned to rayner. The report received states resistance was encountered at the end of injection. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner" our review of production records for the rayone emv rao200e batch 084248270 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 084248270. There is insufficient evidence and information available to determine the cause of the event.

Event description:
On 16th june 2025, rayner received notification from a healthcare facility in australia of an event that occurred during use of a rayone emv rao200e. The event description provided states the emv met slight resistance at the end of injection and came out slightly rotated. When the surgeon checked the lens, a tear was observed at the optic edge necessitating lens explantation and exchange.